Event description:
It was reported that the internal parts of the attachment device came out. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing stack screw was missing. Therefore the reported condition was confirmed. It was determined that there no loctite applied to the treads of the bearing stack screw and thread ring which was visible. It was further observed that the loose components exhibited no evidence of loctite adhesive. The assignable root cause was determined to be due to improperly assembly during manufacturing as the adhesive had not been properly applied during manufacturing. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.